Manufacturer narrative:
Per the instructions for use (IFU), safety and effectiveness have not been established for patients with congenital bicuspid aortic valve. However, device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (possible valve mis-sizing, poor coaxial alignment of the ds and valve and poor imaging of the annular plane), in addition to patient factors (bicuspid aortic valve, mild annular calcification, mild native leaflet calcification and mild aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a 23mm sapien xt valve was positioned 50:50 in a native bicuspid aortic valve. Following deployment, the valve moved 100% into the lvot. After discussion between the proctor and surgical team, an attempt was made to advance the novaflex+ (nf+) delivery system (ds) into the valve and pull the valve toward the annulus. At this time, the valve slipped into the left ventricle. The procedure was converted to open surgery; the sapien xt valve was explanted and a 21mm surgical valve was implanted. The patient was weaned off of bypass and transported to recovery in stable condition. It was reported that during the pre-procedure meeting, the team was aware that the sapien xt valve was not indicated for use in the treatment of bicuspid valves. In addition, a possible mismatch with annular sizing and unclear imaging of the annular plane was the perceived cause of the embolization . The coaxial alignment of the delivery system (ds) and valve and the image intensifier angle were both reported as poor. The patient¿s native annulus area measured 387mm2 by CT with mild annular calcification, mild native leaflet calcification and mild aortic root calcification reported.